Manufacturer narrative:
Visual inspection of the returned device confirmed that the handle was fractured. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. Complaint history was reviewed and 14 similar complaints for this lot were identified. A non-conformance was initiated to investigate the root cause associated with this failure mode. The investigation revealed loctite®, a thread locker applied at the internal threaded interface between the metal shaft and radel® plastic handle, seeped beyond the threads (preventing adequate curing) and reacted with the radel® material. This resulted in the handle cracking and/or separating and, in some instances, leakage of loctite® from handle cracks.

Event description:
A company representative reported a fractured everest xt tab removal tool. The handle was found to be fractured during product inspection; there is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
A company representative reported a fractured everest xt tab removal tool. The handle was found to be fractured during product inspection; there is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
Stryker initiated a voluntary recall on 20 october 2020 and an urgent medical device recall letter was sent to the affected customers notifying them of the product issue and associated risks and providing instructions pertaining to the removal and return of the product to stryker.